Event description:
A healthcare facility (B) (6) reported via a distributor that the rd900aeu neopuff infant resuscitator was 'not holding pressure'. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The rd900aeu neopuff was returned to fisher & paykel healthcare's service center (B) (4) for a service check. The manometer component of the neopuff was replaced and the unit subsequently performance tested and verified to be functioning correctly. The faulty manometer is currently en route to fisher & paykel healthcare (B) (4) for investigation. We will provide a follow-up report upon receipt of the manometer and following completion of our investigation.